Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged a false positive result generated with a patient¿s sample when tested using the cobas® sars-cov-2 & influenza a/b (scfa) assay analyzed with the cobas liat system. Initial test generated sars-cov-2 positive, a retest of the same sample was performed with a different platform (novatech analyzer) and the result was inconclusive. The result was not reported to the patient and/or medical personnel. No harm alleged. An investigation was conducted to evaluate the customer¿s allegation.

Manufacturer narrative:
A systems assessment based on the available data of the alleged s/n (B)(4) was performed and indicated that the alleged run could not be confirmed as a potential false positive. This further indicated that run #381 displayed a significant and clear amplification for the sars-cov-2 target. Moreover, the (inconclusive results from the retest means that the technique used does not allow an exact definition between a positive or negative result). This can occur when the run has a low viral load. (B)(4).